Event description:
The customer reported being hospitalized due to ketones and high blood glucose. The customer stated that her glucose level was not registered in the blood glucose meter. The caller stated that she was released the following weekend. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.